Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 53 mg/dl. It was unknown whether customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump had calibration not accepted alert and change sensor alert. The insulin pump will not returned for analysis.